Event description:
It was that a homecare pt experienced locking and attachment difficulties with the use of multiple size 6 dic, disposable inner cannulae and multiple size 6 dfen, disposable cannula fenestrated low pressure cuffed tracheostomy tubes. It is unknown how long the devices had been in use. It was also reported that the single use dic are cleaned and reused as well as modified by cutting the cannula length. These practices are contraindicated in the device labeled instructions for use. There are one (1) pt involved with no reported pt injury. The involved devices are reportedly available to be returned to the MFR for ID, analysis and investigation. As of the date of this report, the MFR has not rec'd the reported devices.